Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. It was stated that the customer began to vomit shortly after he arrived to the hospital. It was stated that the dr recommended replacing the insulin pump. Troubleshooting was performed. Reviewed the alarm history and found two no delivery alarms occurred during a bolus and after the infusion set was changed. Ran a fixed prime test and passed. While troubleshooting also found that the customer was not following the correct procedure for inserting his infusion sets. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.